Event description:
It was reported that the user dropped the ilet pump, resulting in a broken touchscreen, and a replacement unit was arranged. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a stress-related fracture consistent with damage to the touchscreen component following the drop. It was concluded, based on previously established findings for similar reports, that the cause was traced to user handling.